Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and was unable to duplicate the reported issue, as the cuff deflated as normal during evaluation. The fse asked if there was any permanent damage to the patient's arm and if treatment was required, but this was unknown. The fse could not confirm that the device had alarmed for being unable to deflate the cuff, as time from customer did not correspond to any alarms at central station or monitor. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The cause of the reported problem at the time of the incident was unable to be determined. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the non-invasive blood pressure (nibp) cuff did not deflate, causing minor harm to the patient's arm. The cuff for nibp inflated but did not deflate, though there were no noted kinks in the tubing. This issue was not detected for approximately 10 minutes as blood pressure was being monitored with an arterial line. The arm was blue but returned to normal color when the cuff was removed. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.